Event description:
45mm endoscopic stapler locked in pt. Trocar & stapler pulled out. Gun fired initially times two on each side okay. Bladder dissected caudad prior to second firing on each side and then locked.